Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty to open the clip and inability to open the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and dilated atrium. A mitraclip nt was prepared per the instructions for use (IFU) and had no issues during prep. However, when the clip was inserted into the left atrium (la), it was unable to open. Troubleshooting was performed and the clip was able to open in the la on the second attempt. Following successful grasping, locking, closing of the clip, reducing the mr to a grade of 2, the clip was unlocked to ensure optimization, but the clip would not open. Troubleshooting was not performed as the physician did not feel comfortable troubleshooting or trying open the clip again. The clip was relocked, the arm positioner was fully closed, the clip had a good grasp on the leaflets, and the clip was implanted at the intended site. The procedure was completed with one clip implanted. The mr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.